Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer also reported that the device was having battery issues causing it to reset. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to confirm off no power anomaly and bolus anomaly due to keypad unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.